Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address pain. Poly wear of the insert was reported, as well as femoral loosening at cement/bone interface. Competitor's cement was used at the time of implantation.